Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per to the medical records, history includes deep vein thrombosis (dvt) with need for surgery. A contrast study of the iliac veins as well as the inferior vena cava was performed. The trapease was introduced deployed within the infrarenal segment of the inferior vena cava. There were no acute complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the ivc and tilted. A CT, approximately twelve years and ten months post implant, reported the filter is present with the superior filter apex located at the level of the inferior right renal vein with a superior and inferior filter apex tilt. The struts demonstrate minimal caval wall perforation. Other incidental findings included calcified gallstones, a large left para midline ventral wall hernia, multilevel ventral lateral endplate spondylosis of predominantly the thoracic spine and mild lower lumbar spine facet arthropathy present. Per the patient profile form (ppf), the patient reports ivc perforation, filter tilt and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. The ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.according to the implant records, the patient was obese with a history of deep vein thrombosis (dvt) and was to undergo major surgery two weeks after the index procedure. Using standard seldinger technique and ultrasound guidance, the right common femoral vein was accessed, and a contrast study of the iliac veins as well as the inferior vena cava was performed. The study revealed patent right common iliac vein and inferior vena cava without any obvious thrombus. The trapease inferior vena cava (ivc) filter was introduced into the inferior vena cava and deployed within the infrarenal segment of the inferior vena cava. Post procedure contrast study revealed adequate positioning of the inferior vena cava filter. There were no acute complications. Per the medical records provided, approximately twelve years and ten months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for ivc filter assessment. The scan findings reported an ivc filter present with the superior filter apex located at the level of the inferior right renal vein. The inferior vena cava has a levoconvex curvature, resulting in superior and inferior filter apex tilt. The right lateral and left lateral filter struts demonstrate minimal caval wall perforation. Other incidental findings included calcified gallstones, a large left para midline ventral wall hernia, multilevel ventral lateral endplate spondylosis of predominantly the thoracic spine and mild lower lumbar spine facet arthropathy present. This study was compared with an abdominopelvic CT completed approximately ten months post implant. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years and ten months post implantation. The patient reports inferior vena cava perforation and tilting of the filter. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. The ivc filter is tilted. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, several struts of the inferior vena cava (ivc) filter perforate the wall of the inferior vena cava. The ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of the filter malfunction, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.